Event description:
Reportedly, as the instrument was inserted through the trocar, it punctured the sheath wall pieces of the sheath disengaged into the pt cavity. Therefore, the surgeon retrieved the pieces of the sheath from the pt cavity to complete the case without incident.